Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. It was noted the lead had fractured and had high/undefined pacing impedance. Short v-v counters and oversensing on rv tip-rv ring was seen. Detections were programmed off and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.